Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 2mm circumferential tear 10mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a circumferential balloon tear.